Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed a program alarm anomaly alarm and had a blank display. Customer's blood glucose was over 500 mg/dl. Customer mentioned there was leaking at where the reservoir connects to the infusion cap. There was liquid in the reservoir compartment. After troubleshooting, customer will not be returning the reservoir for analysis.